Event description:
Patient status post plate and screw implantation on (b)(6 011 discovered the lcp condylar plate was broken on an unknown date. Patient was returned to the operating room on (B)(6) 2011 and the hardware was removed and replaced with the same type plate and screws. During the removal, as one screw head was being drilled out the shaft of the screw broke off and remained in the patient. Surgeon left the shaft of the screw (implant grade material) in the patient, when he implanted the new plate surgeon left the most distal posterior screw hole empty, no screw was inserted into this hole.

Manufacturer narrative:
A review of the device history records and raw material records for the subject product lot found nothing that would cause or contribute to the reported condition. The investigation could not be completed, no conclusion could be drawn as no product was returned.